Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was stretched. There was dried blood noted in the neck region as well. Resistance testing was completed to test the electrical performance. Measurements were within normal limits. X-ray images confirmed there were no fractures, but did confirm the helix was stretched. It is unknown if the stretched helix contributed in any way to the lead dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead dislodged twice, therefore, the physician elected to replace the lead. The lead was explanted. The hospital retained the lead and will return it at a later date. No additional adverse patient effects were reported.